Event description:
Telemetry issues were reported. Use of the antenna locate feature resulted in a power-on-reset (por) condition which then lead to the normal recharging screen. The event occurred during a revision of the patient's other implantable neurostimulation system. It was unclear which neurostimulator experienced the por. Refer to manufacturer report# 3004209178-2012-01415 regarding the revision.

Manufacturer narrative:
Lead model 3986a lot# n132258 implanted (B)(6) 2009 explanted unk; extension model 3708120 (B)(4) implanted (B)(6) 2009 explanted (B)(6) 2012; extension model 3708360 (B)(4) implanted (B)(6) 2009 explanted (B)(6) 2012; programmer model 37743 (B)(4); recharger model 37752 (B)(4). Neurostimulator model 37712 (B)(4) implanted (B)(6) 2009 explanted unk; lead model 3776-60 lot# v208811038 implanted (B)(6) 2009 explanted unk; extension model 3708140 (B)(4) implanted (B)(6) 2009 explanted unk; recharger model 37752 (B)(4); programmer model 37743 (B)(4).